Manufacturer narrative:
No service call was initiated and no evaluation of the system was performed. The customer cleaned the sodium and chloride electrodes, recalibrated the system and resumed normal operation. There were no further reports of erroneous results. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium and high chloride results were generated by the unicel dxc 600 synchron system. Calibration and quality controls were within specification following the weekly automated flow cell cleaning procedure. No results were reported out of the laboratory. The system was recalibrated, quality controls run and all samples were requested. The results of the repeat testing were reported out of the laboratory. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.